Event description:
It was reported that the surgeon was doing final tightening on the blocker (using a xia3 pedicle screw system & xia 2 blockers), the blocker threads stripped completely; consequently the surgeon couldn¿t tighten appropriately. For that reason surgeon then pulled the locking cap out, replaced the blocker with a new blocker and completed the surgery.

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: the xia blocker was reported to have deformed after cross-threading with a xia polyaxial screw, but was not returned for visual confirmation. No manufacturing records could be reviewed because no lot # was provided. Many previous complaints were made for a similar issue and most conclusions point to improper blocker insertion or instrument angulation as the cause. Improper insertion would likely cause the cross-threading witnessed in this event. Also, during final tightening, the torque wrench is used to final tighten the blocker, but angulation of the instrument could cause the blocker threads to "skip" as mentioned in the event description, leading to cross-threading between the blocker and the screw. Therefore, we can determine that user error is the cause of the issue, and is not a problem with the product itself. Conclusion: the cause of the reported event could not be determined as the event was not confirmed and no product has been received for evaluation.

Event description:
It was reported that the surgeon was doing final tightening on the blocker (using a xia3 pedicle screw system & xia 2 blockers), the blocker threads stripped completely; consequently the surgeon couldn&#62752;tighten appropriately. For that reason surgeon then pulled the locking cap out, replaced the blocker with a new blocker and completed the surgery.